Event description:
Procedure: laparoscopic hernia repair. According to the reporter, during the procedure, the balloon did not inflate. There was no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used. No additional information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).